Event description:
It was reported that following completion of i.v. Anticoagulation, 48 hours post stent implantation, the pt experienced chest pain. A second angiogram revealed that the stented area was occluded. The stent had been initially implanted in a pt in an anterior myocardial infarction (contrary to IFU) and in a vessel that had a preexisting thrombus was resolved the thrombus. Reportedly the pt has a myocardial infarction.